Event description:
It was reported that a customer had passed away on an unspecified date. The reporter alleged that the pump was not functioning properly, contributing to complications with the customer's health. Additionally, the customer was fighting cancer and was transferred to hospice. The customer passed away 6 days later. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.